Event description:
During an atrial fibrillation procedure, an air leak was noted on the swartz sheath during transseptal preparation. The swartz sheath was exchanged, and the procedure was completed with no adverse patient health consequences.